Event description:
It was reported that during "halfway the operation, there was a small bang" and at the same time a kind of evaporation sound. The fiber broke near the fiber cap and the metal was partially split off." The physician cancelled the operation. There was no report of patient injury. Translated from (B)(6).